Manufacturer narrative:
Product analysis: visual and microscopic inspection confirmed the female hex on the screw has been stripped. A microscopic review of the hex edges confirmed deformation at the edges. The threads of the screw have also been damaged. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: cervical spondylosis procedure used: cervical internal fixation it was reported that intra-op, screw head was slippery and cannot be used for fixation. The product came in contact with the patient. The implant did not break. No patient complications were reported as a result of the event.